Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the retained fractured screw-body could not be determined and although unlikely, micro-motion and/or migration of the retained fragment (screw-body) could not be ruled out. Reportedly, the patient is stable without damage or danger and the implantable device fragment (screw-body) was retained inside the bone. No further medical assessment could be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a single use, patient specific instrument; possible causes could include but not limited to new design, feature, or failure mode. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during the procedure, at the end of placing the canned screw, the head just separated from the bolt of the screw. The procedure was performed according to the surgical technique threaded guide of 1.1 was passed through a canned 2.0mm drill, and then the screws were introduced the second was the one that failed the specialist did not force the device, or performed inappropriate movements, the bolt head was removed as the body was inside the bone. The patient's health conditions are stable. No damage or danger was reported in the patient